Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 548 mg/dl. Customer reverted to manual injections to stabilize his blood glucose levels. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(6).